Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.